Event description:
It was reported that there was a loss of therapy and heating around the implantable neurostimulator (ins) site. It was noted that this began around late (B)(6). It was stated that all impedance measurements looked ok and stable. It was further stated that the healthcare provider (hcp) was ¿keen to explant and return.¿ additional information received reported that the ins was to be replaced. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed "no anomaly."

Manufacturer narrative:
(B)(4).